Event description:
The patient experienced hypoglycemia and loss of consciousness for which glucagon was administered.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump, and it was operating within required specifications at the time of release. Insulin delivery history was reviewed with the patient and confirmed as accurate. The patient administered several insulin boluses without testing his blood glucose level. The patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.